Event description:
It was reported that the touchscreen was not working correctly. It was unknown how the issue was found. No patient or user harm reported. The biomed reported that the device had the front bezel replaced a few weeks ago. It was reported that no damage was seen on the touchscreen, but did confirm that there was some residue on the screen. The remote service engineer (rse) advised the customer to clean the screen and attempt another calibration. The customer was also provided with the part ID for a replacement touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was in use at the time of the event. The device was removed from service after the issue was observed, and a different ventilator was used. No patient or user harm reported. The customer reported that the issue was not resolved after cleaning and recalibrating the touchscreen. The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.